Manufacturer narrative:
The instrument has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Manufacturer narrative:
The reported event that ¿it was found that the pin had dropped out of the driver handle¿ could be confirmed. The visual examination of the screwdriver handle showed that on one side of the grip front part the fixing screw is detached. The detached fixing screw was not returned. On the other side of the grip front part the second fixing screw is firmly attached. Apart from the missing screw the function of the revolving/rigid mechanism and blade release was not affected. The microscopic investigation showed that the countersink of the screw hole shows typically friction traces. The typically friction traces are a result of the friction between screw and screw hole during tightening and indicates that the fixing screw was initially attached and firmly tightened. A loosening of itself is very implausibly. Moreover during assembly of the screwdriver handle a 100% self worker control takes place. Concerning the screw detachment of the grip front part CAPA # (B)(4) was raised as a preventive action. First parts were manufactured in 2011-dec and after the effectiveness check the CAPA was closed on 2012-jun-19. Therefore the returned device was identified as a former design. Indications for any product related problems were not found in the investigation. No further action is required at this time. Product surveillance will continue to monitor complaints of this type for further adverse trends.

Event description:
After completion of the surgery, it was discovered the pin had dropped out of the driver handle.

Event description:
After completion of the surgery, it was discovered the pin had dropped out of the driver handle.